Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional clarified that the patient had experienced "no" shocking with the device. A device test had not been performed as of the time of follow-up.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the ins had reached end of service (eos) or the elective replacement indicator (eri) and that the device¿s expected longevity was not met. There were ¿no failure mechanisms¿ identified and ¿no evidence of internal shorting or other cell anomalies were found.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the parkinson¿s disease patient experienced stable effects after the implant of their unilateral deep brain stimulation (dbs) system. However, the patient reported to the hospital at the time of report because their ¿symptoms weren¿t controlled well¿ for the month prior to report and the ¿dbs was almost not effective in the two days¿ leading up to report. The patient¿s right side was reportedly ¿shaking and rigid¿ with ¿no¿ control of their symptoms at the time of report. When initially attempting to check the patient¿s implantable neurostimulator (ins) it was noted the physician¿s programmer ¿couldn¿t connect¿ to the ins. Review of the patient¿s programming history found the patient¿s therapy parameters were set to a medium level. The patient¿s physician reportedly ¿suspected it was ins abnormal battery depletion¿ ¿considering the ins was only used for almost 14 months in normal usage.¿ troubleshooting of the ins was performed and confirmed the patient¿s ins had not been reprogrammed in the year prior to report. Impedance testing found ¿normal¿ impedances. It was noted that as a result, ¿short circuit couldn¿t happen.¿ it was also noted that ¿the extreme conditions that four electric shocks appeared negative and voltage was above 3.6 volts never happened.¿ the exact meaning of this statement was unclear at the time of report however. Further information has been requested regarding this information. It was noted that replacement of the ins was requested as a result of the event. A supplemental report will be filed if additional information is received.